Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash on her back under the vibration box. The patient confirmed the rash was not open or oozing, but did say that her skin was peeling. The patient's physician gave her a lotion to use on the rash. Follow-up indicated that the rash had improved.